Event description:
It was reported that during a da vinci-assisted nephrectomy procedure, bleeding occurred following the creation of an anastomosis using the sureform 30 curved-tip stapler instrument with a sureform 30 white reload. The bleeding was managed by switching to an unspecified third-party stapler instrument. The procedure was completed robotically. The following information is unknown: the source and cause of the bleeding, what surgical task was being performed when the complication occurred, the estimated blood loss associated with the bleeding, and what surgical intervention was rendered to control the bleeding. Additional information has been requested; however, no response has been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the sureform 30 white reload to perform failure analysis. Isi has received the 8mm sureform 30 curved-tip stapler instrument to perform failure analysis. An in-house stapler reload was installed onto the jaws of the stapler instrument and was then installed onto an in-house system. Initially, the stapler instrument failed the engagement test due to friction on the roll gear, caused by corrosion. Corrosion in the roll gear is typically caused during likely incurred during transport or storage. On the third installation, the stapler instrument passed the initialization test and the stapler reload was successfully fired onto a test sheet without issues. A review of the logs confirmed there were no firing failures. Additionally, the stapler instrument exhibited unintuitive motion. Although the movements were precise and proportional when commanded by the master tool manipulators (mtm), the grip tips moved in the opposite direction than intended. This behavior was observed in the pitch direction on each of the three installations, indicating a misalignment of the coordinate frames during the engagement sequence. A review of the stapler log shows that the sureform 30 curved-tip stapler instrument, (lot number: k10250911-0207), was installed on the system twice and fired one sureform 30 white reload. On install 1, a white stapler reload was installed; however, no clamping or firing was attempted. On install 2, the first clamp was aborted by the user. The second clamp was successful, and the firing was completed with no pauses for compression. There were no stapler related errors in the logs.

Manufacturer narrative:
Updated sections: g3, g6, h2, h11. Additional information: advance failure analysis (afa) confirmed the initial fa findings that the stapler instrument was evaluated on an in-house system and successfully engaged, clamped, fired, and unclamped. Increased friction was noted during manual rotation of the main tube, and corrosion was observed on the roll bearing. The observed corrosion is not believed to have been present during the reported event. Therefore, it is not considered a contributing factor to the in-field performance. The increased friction along the roll axis due to the corroded bearing may result in an inaccurate coordinate frame upon engagement and is the likely cause of the unintuitive motion observed during in-house testing. As no errors were observed through log review and no firing issues were replicated through in-house testing, further investigation is unable to confirm nor replicate the reported event with the returned instrument.

Event description:
Refer to h11 for follow-up information.